Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to (B)(6) 2012. The failed several self-tests due to a low battery between (B)(6) 2012. The device remained in fault mode until (B)(6) 2012 when an increase in voltage suggests a further pad-pak was installed and the device passed a self-test. Multiple manual power ons of 10 minutes duration were observed between (B)(6) 2015 and the last log entry on (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs recorded would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.